Event description:
High cell count found in synovial fluid [synovial fluid analysis abnormal]. Gram positive cocci found in synovial fluid [culture positive]. Massive knee effusion [joint effusion]. Pain in the treated knee [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a healthcare provider regarding a female pt (unk age and initials) with a history of osteoarthritis and numerous sets of previous synvisc injections, who experienced massive knee effusion, pain in the treated knee and had a high cell count (nos) and gram positive cocci found in her synovial fluid culture after receiving synvisc. The pt received two injections of synvisc in an unspecified knee on an unspecified date in 2010. The hcp reported that the pt experienced a massive effusion with pain in the treated knee. One hundred cc of fluid was removed from the treated knee and cultured. Culture results revealed gram positive cocci and a high cell count. The pt was treated with keflex and ibuprofen (unspecified). The hcp reported that the relationship of the pt's events to synvisc was probable and the synvisc treatment was stopped. At the time of this report, the outcome of the pt was unk. The lot number was reported to be p09011 and the exp date was december 2011.

Manufacturer narrative:
See (B)(4) for other adverse events from this reporter. MFR's comment: no further details were received. Further info has been requested.